Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4). Note: manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call. In the follow up call on (B)(6) 2017; customer's condition has not improved. Customer is in the hospital since (B)(6) 2017. 911 was called from trividia health and they went to the customer' s home. The customer blood result was high at 1100mg/dl and she was given insulin. In the follow up call on (B)(6) 2017, the customer's condition has improved and they are no longer experiencing symptoms. Customer's medication was re-adjusted because apparently, she was put on steroids by one doctor while her other doctors did not know. She was discharged from the hospital on (B)(6) 2017.

Event description:
Consumer reported complaint for e-5 and hi results. Customer's boyfriend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sweaty and disoriented. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: e-5 fasting: undisclosed; hi fasting: undisclosed. Customer's boyfriend complained that patient was havinge-5 and that customer was feeling sick and disoriented. Customer rep. Called 911. Customer did not have hga1c. Boyfriend wanted to administer medication without following -up with doctor's office. Customer's boyfriend refused to call doctor's office and called trividia for medical attention. Customer representative had to call 911 due to the nature of the patient feeling sick and hi on the screen of the meter when information was taken. Customer's boyfriend did not have information regarding the meter's memory except for first and second reading which were e-5 and hi.